Event description:
The company was informed that the recipient's device was repositioned. The recipient reportedly experienced electrode migration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.